Event description:
During the initial implant procedure, the left ventricular (lv) lead was sutured into place. While attempting to remove the stylet from the lv lead it became stuck. The lv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of unable to remove the stylet was confirmed. As received, a complete lead was returned in one piece with the style stuck inside the lead. Visual examination found the inner coil and polytetrafluoroethylene (ptfe) liner of the stylet were bunched up at the connector region and the inner coil was also compressed/damaged at the suture tie site all due to procedural damage which caused the reported event.